Event description:
Boston scientific crm received information that the patient with this right ventricular defibrillation lead displayed loss of capture and was dislodged. An x-ray revealed the lead's tip was drawn back into the right atrium causing noise and an inappropriate shock had been delivered. It was thought this was due to twiddlers syndrome as the x-ray revealed the lead was turned from its implant position in the pocket. A revision procedure was performed, this lead was removed, replaced and will be returned for analysis. Normal measurements were obtained with the replacement lead. The device was repositioned in the pocket. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, resistance and pressure tests were completed to assess the leads electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined the conductive paths were within specification.